Manufacturer narrative:
The technician found the CPR valve sticking. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head section will not go down with the CPR lever, but will go down using the siderail controls.